Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device has an e5 error code, the pin was pushed in at the connector, the flex circuit was damaged and the motor had excessive vibration. It was determined that the pin was pushed back in the connector from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin, which caused the e5 error. It was determined that the flex circiut and the motor had excessive vibration due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device displayed an e5 error code. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.